Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician steamed-shaped the tip of the ace68 and noticed that the ace68 seemed damaged; however, the physician continued to proceed with advancing the ace68 into the vessel. While advancing the ace68, the physician experienced resistance; and therefore, the physician decided to remove the ace68. Upon removal, it was noticed that the distal end of the ace68 was broken. The procedure was completed using a new ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned ace68 was kinked approximately 49.0 cm from the hub. The device was fractured approximately 130.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a distal shaft fracture. The complaint indicated that the ace68 distal shaft was damaged due to the steamed shaping during the procedure. This damage likely contributed to the reported resistance experienced during advancing the ace68 into the vessel and caused the device to fracture while retracting. Further evaluation revealed a kink on the device. This kink was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.